Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. Reportedly, removal of the lens protection film left behind residues that made the screens hard to read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The lens protection film had peeled off and the adhesive left behind made the display hard to read. Unrelated to the display issue, the battery compartment was found to have cracked below the grip pad.